Event description:
The manufacturer received a voluntary medwatch (mw5102675) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "dizziness, painful red swollen itching skin breakout, and clogged breathing passages". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no evidence of foam particles was found in the assembly. In addition to the above findings, it was also determined that there was damage to the upper enclosure.

Manufacturer narrative:
H3 other text : serviced by a third-party service center.